Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensed noise which led to an inappropriate shock. In addition, the lead exhibited high pacing thresholds which led to loss of capture and greater than 2 seconds of asystole. The pace impedances appeared to have increased slightly from 247 ohms to 345 ohms as well. As the patient is dependent, a temporary system was needed until a revision could be performed. The rv lead and existing implantable cardioverter defibrillator (ICD) were both replaced. The physician suspected the lead had an insulation break. However, fluoroscopy was performed and no lead damage was visible. No additional adverse patient effects were reported.